Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cerebrovascular accident. The patient¿s medical history is unknown. It was reported that the patient had a stroke after the procedure was completed on (B)(6) 2014. Therefore, the patient was not discharged on (B)(6) 2014. Upon request, additional information was received regarding the event. There is no further information about the hospitalization and if any additional intervention was performed. The physician¿s opinion regarding the cause of this adverse event is that it was patient condition related.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)); stockert generator (model# m-5463-01 serial# (B)(4)); coolflow pump (model# m-5491-02 serial# (B)(4)); soundstar eco catheter (model# m-5723-15 lot#e5005447); mobicath (model# d-1400-11 lot#w2780089); preface guiding sheath (model# 301805m lot#1703116080291xr); coolflow tubing set (model# d-1233-01-s lot#322074); pentaray navigational eco catheter (model# d-1282-08-s lot#17085692l); c3 external reference patch (model# d-1283-02 lot#ll005352). (B)(4).